Manufacturer narrative:
It was reported a surgeon noted a non-locking screw had a foreign particulate that looked like a thread on it. The surgeon used the screw to place a surgical plate. The screw was removed to adjust the placement of the plate; when the screw was removed the thread was noted. The surgeon believed the thread was due to stripping of the screw during removal. No injury occurred to the patient and no medical intervention was required due to the incident. Sample was returned and complaint was confirmed. A root cause has not been determined but user error cannot be ruled out. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported foreign particulate was found on a screw.